Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had communication issue. A technical support specialist remotely connected to the station and confirmed the device¿s network settings, adjusted the settings per the customer¿s request and informed them of a likely ongoing network issue affecting more than the pyxis system. The tss explained that the system can operate in critical override mode without network connectivity and that once communication was re-established, data will upload and reconciliation will occur. The underlying issue has been resolved, and the device has been reported to be functioning normally. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had communication issue. No information was available on device prh-ccl2. The user could not pull up a list of patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.